Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient has been experiencing bent cannula issues; at least two cannulas a month would bend. Last week, the patient's blood glucose increased to 580 mg/dl. The patient treated via manual insulin injection. The caller was advised on proper infusion set insertion and usage protocol. The insulin pump was not returned for analysis.